Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was offline and the issue occurred due to power outage. A field service engineer replaced the drawer board and modular controller board and reconfigured the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system screen is black with a beeping sound. The customer reported that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.